Event description:
During a pta in a dialysis shunt, the balloon burst at six atmospheres. There was severe calcification, mild vessel tortuosity and 90% stenosis in the target lesion. There was no adverse consequence to the pt. Another balloon (symmetry, size unk) was used to finish the procedure successfully.